Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a 12 lead op check failure. Patient use was noted, however, there were no adverse affects. Op check should not be performed while attached to a patient.